Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the vasoview 6 evh system accessories kit ruptured inside the patient's leg after 10 minutes of insufflation and only 15 cc of air. It broke into 3 pieces, which were all recovered, with no other patient effects reported. The patient is not allergic to latex. No patient harm occurred. A new accessory kit was opened to complete the procedure. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).